Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that false reactive architect hcv ag results were generated for two patients. Initial results were reactive and retest results were nonreactive. No adverse impact to patient management was reported. Patient 1 ((B)(6) 2014): initial result (ID 700109) 126.39 fmol/l and retest result (ID (B)(6)) 0.27 fmol/l patient 2 ((B)(6)2014): initial result (ID 000319) 118.56 fmol/l and retest result (ID (B)(6)) 0.00 fmol/l

Manufacturer narrative:
The suspect medical device (architect i2000 analyzer, catalog # 08c89-01) is no longer considered the cause of the incident reported. This information was added to the complaint ticket on november 12, 2014. Therefore, no further follow-up is required for this medical device related to this incident. This medical device is no longer suspect.